Event description:
It was reported that the patient developed an infection at the abutment site (specific date not reported). Subsequently, the patient underwent a skin revision surgery (specific date not reported) to remove the affected tissue and have the site cleaned. The patient was treated with oral antibiotics (specific date and duration not reported).